Event description:
On (B)(6) 2013 the distributor contacted animas, alleging that the pump¿s vibratory features were not working. The distributor confirmed that the pump¿s auditory features were functioning normally. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 07/30/2013: the device was returned to animas and evaluated by product analysis on 07/08/2013 with the following results: no defect was found. Testing was unable to confirm or duplicate inoperable vibration. Reset warning setting in setup screen to vibrate. The warning was set on 'low'. Activated bolus in main menu, the pump vibrated. Pump vibrated at startup after resetting warning to vibrate.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).